Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the inserter shows signs of use in the form of cosmetic scratches, nicks, and impact marks. The black inserter pad is missing from the device and was not returned by the customer. No fracture or other damage noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was impacting the glenosphere the impactor broke. No foreign body was retained no any harm reported to the patient.